Event description:
Related manufacturer report number: 2017865-2023-23984 during follow-up, sensing noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in three pieces for analysis. Visual inspection found external insulation abrasion breaching the outer insulation distal to the connector boot consistent with friction to a device can. The cause of the oversensing noise was due to the exposure of the outer coil at the abrasion zone.